Event description:
The facility's purchasing supervisor reported an infusion pump with a 545 failure code. The purchasing supervisor stated they have no record of any pt incident involving the pump since the last baxter service event. Failure did not occur during pt use or biomed testing.